Manufacturer narrative:
In response to FDA report number: mw5086127 the reported events of capsular contracture and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "capsular contracture, baker grade unknown and "foreign body granuloma" these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported via regulatory agency left side capsular contracture, baker grade unknown "worse on the left side" and "fibrotic capsular tissue with foreign body granuloma and mild chronic inflammation." Patient additionally reported "inflammation," "sarcoidosis," "rash at breast and surgical incision sites," and "hilar and mediastinal lymphadenopathy." Device has been explanted.